Event description:
It was reported that pump displayed malfunction code 12 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted customer with resetting the pump to clear the alarm.